Manufacturer narrative:
Update made to f10/h6: medical device problem codes: a041001 added (previously omitted) additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs and one (1) video of the sample were provided for evaluation. Review of the photographs and video did not identify any abnormalities that could have contributed to the reported condition. A small surface mark on the tubing located at the cassette port was observed. However, without the actual to evaluate, the sample analysis could not confirm or refute the reported leak and if the observed surface mark on the tubing failed or met specification. The cause of the surface mark was determined to be a manufacturing related issue caused by grippers during the automation assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was found on a homechoice cassette due to a tiny hole in the tubing. This occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.